Manufacturer narrative:
(B)(4). Batch # m55w0f. Additional information was requested and the following was obtained: how was the bleeding controlled: the bleeding was controlled using clip appliers and sutures; how much blood was lost (ml): unknown; did the patient require a transfusion: no; how was the procedure completed: the bleeding was controlled using clips and sutures and then procedure was completed as normal. The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: how was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? How was the procedure completed?

Event description:
It was reported that during a low anterior resection procedure, surgeon fired device, the device only partially fired. Staples were partially deployed; however, cut line went beyond staples. This resulted in bleeding from the staple line. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.